Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received prime anomaly. The customer¿s blood glucose level was 122 mg/dl. The customer reported that they changed the reservoir and went to the point to fill tubing. The customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. (B)(4).